Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited an unspecified issue. The device was explanted and replaced due to normal elective replacement indicator. No further information was reported.